Event description:
Complainant alleged that while transporting a pt and attempting to treat, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.